Event description:
The customer reported moisture in the reservoir compartment. The caller stated that the insulin looks like it's coming from the o-rings. The blood glucose reading was 278mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.